Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. However, the distal lv (low v oltage) electrode of the lead was covered in body tissue/fibrotic growth.

Event description:
It was reported that the patient experienced muscle stimulation on the right side of the upper chest. The patient was hospitalized and on x-ray it appeared that the device had migrated south which pulled on the leads causing both the right ventricular (rv) lead and right atrial (ra) lead to dislodge. The device was reprogrammed to turn the leads off and the device and leads remain implanted. The patient was in sinus rhythm at 80 beats per minute so no other intervention has been taken. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the leads were explanted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 5076-45, lead, implanted: (B)(6) 2014; product ID addrl1, ipg, implanted: (B)(6) 2014. (B)(4).